Event description:
Customer reported the system is not saving images. No pt injury was reported.

Manufacturer narrative:
The customer was able to save images after phone call with fse, system operates as intended.